Event description:
The account alleged the brakes set but are not holding at the foot end of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and supports on the foot end of the bed to resolve the issue.